Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). Foreign: (B)(6). On (B)(6) 2017, it was reported that the device broke in a part of the hose. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(4) 2011 where it was reported that the device had a damaged head assembly and thickness lever and the damaged head, handpiece, swivel, eccentric shaft and standard repair parts were replaced. This is not a related issue. Product review of the air dermatome by zimmer biomet (B)(4) on may 15, 2017 revealed that inspection of the body showed deterioration of the silicon sealant. The spring seal and needle bearing were deteriorated and confirmed from the main body. Repair of the air dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2017 which included replacement of the spring seal and needle bearing. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet (B)(4) it was noted that the spring seal and needle bearing were deteriorated and confirmed from the main body. The inspection also showed deterioration of the silicon sealant. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet (B)(4) it was noted that the spring seal and needle bearing were deteriorated and confirmed from the main body. The inspection also showed deterioration of the silicon sealant. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device broke in a part of the hose. Inspection of the body of the silicon sealant deterioration, spring seal, needle bearing deterioration was confirmed from the main body. The device was sent to zimmer (B)(4) for repair. No adverse events were reported as a result of this malfunction.